Event description:
Preliminary investigation indicates that the fire may have been caused by a "bed buddy heat wrap". Claim for damages. Received notice of a fire loss on march 1, 2021 causing damage to the home.